Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The device was not returned for an evaluation and no photographs were provided. Without the device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, quality control data, and trends. A clinical assessment was performed. It is reported immediately post c-section delivery the patient experienced 1000ml of blood loss (determined by aspiration) due to uterine atony. In response, the physician placed a cook® bakri tamponade balloon catheter (rpn- j-sos-100500) transvaginally. It is not known if forceps were used to place the balloon. The balloon was inflated with 300ml of water. Immediately, the balloon burst (longitudinally). The balloon was replaced with a new balloon. The balloon had not been placed prior to closing the hysterotomy. It is unknown if any medications or other non-surgical interventions to treat post-partum were used adjunctively. In this case, the doctor chose to place the device transvaginally after the hysterotomy was closed which does not allow for direct visualization, and is not in accordance to the IFU. To achieve hemostasis, the physician performed a hysterectomy. The total volume of blood loss was not provided however, it was reported that the patient required transfusion of 5 units (about 2000ml) of blood in total. The patient did not have any prior history of full-thickness hysterotomy or pre-existing coagulation disorders. No additional pertinent patient history or case details were provided that would identify the patient's risk for uterine atony such as, retained products of conception, or prolonged exposure to oxytocin pre-operatively; or for risk of continued bleeding despite placement of bakri balloon tamponade such as placenta accreta, percreta, or increta, inadvertent uterine artery damage, retained products of conception, or uterine lacerations. Cook also reviewed product labeling. The product IFU, provides the following information to the user related to the reported failure mode: instructions: transabdominal placement, post-cesarean section determine uterine volume by direct examination. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix. Note: remove and stopcock to aid in placement and reattach prior to filling balloon. Have an assistant pull the shaft of the balloon through the vaginal canal until the deflated balloon base comes into contact with the internal cervical ostium. Close the incision per normal procedure, taking care to avoid puncturing the balloon while suturing. Note: ensure that all product components are intact and the hysterotomy is securely sutured prior to inflating the balloon. If clinically relevant, the abdomen may remain open upon inflation of the balloon to closely monitor uterine distention and confirm the hysterotomy close. Note: if clinically relevant, a b-lynch compression suture may be used in conjunction with the bakri postpartum balloon. Important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A review of complaint history for the complaint device lot also could not be completed as the lot information was not provided. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the available information, the most likely cause of the event was determined to be the user's failure to follow the IFU instructions. The user chose to place the device transvaginally after the hysterotomy was closed, which does not allow for direct visualization and is not in accordance to the IFU. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information has been received since the last report was submitted.

Manufacturer narrative:
PMA/510(k) #: k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, immediately post-delivery, the patient experienced 1000ml blood loss (determined by aspiration) due to uterine atony. The bakri tamponade balloon catheter was placed transvaginally and inflated with water to 300ml. Immediately, the balloon burst (longitudinally). The balloon had not been inflated prior to closing the hysterotomy. The patient had no prior history of full thickness hysterotomy or pre-existing coagulation disorders. The patient had lost approximately 2000 mls of blood and did require a hysterectomy to achieve hemostasis and transfusion of 5 units of blood.